Event description:
According to surgery nurses, these do not open properly. Therefore, it is difficult to maintain sterility. I first notified the MFR in (B)(6) 2010. Surgery called again last week to inform me that this has been an issue again for the last two months. I do not have pt names or history. It has just been a consistent problem. Dates of use: last 2 months.